Event description:
An intra-aortic balloon pump was alarming "volume loss". The pt was transferred to another intra-aortic balloon pump without incident. No further details are available. There were no pt complications involved. The bio-med dept at the user facility evaluated the balloon pump. A leak was identified in the front dome assembly. The dome assembly was changed and pump functioned as intended. The operating manual outlines the procedure for locating the possible causes for a "volume loss/balloon slow" alarm. Co's routine maintenance schedule addresses this issue in "recharging the safety dome". Co believes the appropriate maintenance of this device could have prevented this event and does not attribute it to the device.